Event description:
It is reported that the patient's insulin pump experienced a motor error. The patient's blood glucose level was 363 mg/dl. We were disconnected from patient and called back twice to leave a message. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.